Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with diaphragmatic stimulation. Chest x-ray revealed that the atrial lead had dislodged. The lead was repositioned on (B)(6) 2016. Electrical measurements were normal. There were no adverse consequences to the patient.